Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: item #unk, unknown femoral head, lot #unk. Item #unk, unknown shell, lot #unk. Item # unk, unknown stem, lot # unk. Thorup, b., mechlenburg, I., and soballe, k.(2008). Total hip replacement in the congenitally dislocated hip using the paavilainen technique. Acta orthopaedica, vol 80 (3), pages 259-262. Http://www.tandfonline.com/doi/full/10.3109/17453670902876789.

Event description:
It is reported that a patient was identified in a journal article that underwent a hip revision on an unknown date due to wear. There has been no further information provided and the patient outcome is unknown. Attempts have been made and additional information is unknown at this time.